Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, inflammation.

Event description:
Patient reported "implants that were implanted in me and which have been recalled because they are associated with a greater risk of developing anaplastic large cell lymphoma (lacg)". Patient later reported "cyst" and "papilloma". Patient later reported "pain in the breasts". Later healthcare professional reported "presents arthromyalgias, depression, anxiety, pain", and "asia syndrome" witch are not device related and "inflammatory material is observed at the base" and "capsular contracture" baker grade unknown. Treatment: citalopram. This record is for the left side. The device was explanted and replaced.